Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly. Customer stated that although 19 or 20 units had been programmed, only 6 units showed as being delivered. The customer also stated that at times, the device delivers more insulin than the amount programmed. Blood glucose level at the time of the incident was 266 mg/dl. The insulin pump was not replaced or returned for analysis.